Event description:
It was reported that during a da vinci s hysterectomy procedure and while tissue dissection, the tip of the monopolar curved scissors instrument broke and fell into the patient's abdomen. The surgeon made the decision to convert to traditional open techniques to successfully remove the tip and to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted. Per the information provide by the initial reporter, the broken tip was successfully retrieved from the patient.